Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed in the form of the wire being partially broken off near the area where it joins with the pvc overmold. No visible damage was observed on any other returned cables and cords associated with power connections. The backplate of the device was removed and a standard power supply was connected to the unit. Unit powered on immediately when the power button was pressed. Sparks were never produced from the unit when it was powered on. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Root cause of sparking from a frayed power connection component concluded to be a damaged power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power extension cable. It was also reported that the patient electronics device sparked. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.